Manufacturer narrative:
The reported event of the autopulse platform stopped performing compressions and displayed the user advisory (ua) 02 (compression tracking error) message was confirmed in the archive review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The likely root cause of the reported ua02 error might be due to the patient is either misaligned on the platform or the lifeband is opened or in the incorrect position during the initial take-up. In addition, the customer reported user advisory (ua) 12 (lifeband not present) during testing was confirmed in the archive review but not during the functional testing, however, the user advisory (ua) 10 (battery voltage is outside of specifications) error message was not confirmed during the archive review and could not be duplicated during the functional testing. During visual inspection, there was no physical damage observed on the autopulse platform. During functional test, the autopulse platform passed the initial functional test without any fault or error, unable to recreate the reported complaint. A review of the archive data indicated the user advisory (ua) 02 error message and multiple user advisory (ua) 12 (lifeband not present) were noted on the reported event date, confirming the customer's complaint. Further review of the archive showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages around the reported event date, unrelated to the reported complaint. Additionally, the archive showed a single occurrence of user advisory - "(ua) 27" (encoder fault (>3000 rpm and user advisory (ua) 34 (encoder failure) error messages around the reported event date, unrelated to the reported complaint. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) and unable to reproduce the user advisory (ua) 27 and user advisory (ua) 34 errors. As a precautionary measure, the encoder gearbox needs to be replaced to address the (ua) 27 and (ua) 34 error messages. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse platform has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. The load characterization check was performed and verified that both of the load cells are within specification. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. Upon customer approval, the platform will be further tested to full specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) years old male patient (approximately (B)(6) lb) in cardiac arrest. The cardiac arrest was witnessed. Upon ems arrival the bystander was performing CPR for an unknown period of time. The manual CPR was performed by the responding agency for one cycle. The autopulse platform stopped after performing compressions for two cycles and displayed the user advisory (ua) 02 (compression tracking error) message. The crew tried to troubleshoot by repositioning the patient properly on the platform multiple times. However, the platform displayed the user advisory (ua) 02 error message after performing three or four compressions. The crew immediately reverted to manual CPR. The manual CPR was performed until the patient arrived at the hospital. The rosc was not achieved and the patient was pronounced in the hospital by the emergency room doctor. Per customer, the patient's outcome is not related to the autopulse platform. After the call, the platform was tested with the pillows and the user observed the lifeband was pulled on one side of the platform. Also, the user noted a user advisory (ua) 12 (lifeband not detected) and user advisory (ua) 10 (battery voltage is outside of specifications). The crew used the pillows because of the non-availability of the regular manikin.